Manufacturer narrative:
Product analysis: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow. Inspection of the shaft diameter confirmed conformance to print specification. Inspection of the material hardness was found to be above print specification. The above findings are consistent with manufacturing error.

Event description:
It was reported that on (B)(6) 2016, intra-op, while putting in screws in hard bone, tip of driver broke off. The broken part stayed inside the the tulip of the screw and a rod and set screw was placed over the top. No patient complications were reported.